Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window and drive cable were twisted, the imaging window was stretched, and the sheath and imaging window were kinked. E1 initial reporter facility name, (B)(6) hospital.

Event description:
Reportable based on device analysis on 15 jan 2025. It was reported that catheter issue occurred. The target lesion was located in left anterior descending artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the catheter became deformed and could not be delivered. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed that the imaging window and drive cable were twisted.